Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation chengdu chengfu med. Equip. Co (china) informed cook that on 13jun2021 the hub in a rups-100 (rosch-uchida transjugular liver access set) from lot 13677454 was detached from the sheath. The device was replaced with a new rups-100 and it was reported that the patient did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control, as well as a visual inspection, and a functional test of the returned device, were conducted during the investigation. Cook received one used and damaged rups-100 set. The 10.0 fr. Sheath was confirmed to have separated near the proximal end, resulting in inner coil exposure of the sheath. A small section of the sheath remained within the clear reinforcement sleeve, captured within the cap and check-flo body. Cook reviewed the device master record and concluded that there are appropriate controls in place to detect coil breakage or separation prior to device distribution. The product labeling also contains controls in place to prevent this failure. Cook reviewed the device history record for lot 13677454 and records no related non-conformances. The sub-assemblies and raw material for 13677454 have no related non-conformances. A database search for additional complaints on the reported lot found one additional complaint reported from the field. The other complaint is for tip splitting and does not relate to the failure of white hub detaching from sheath. Cook concluded that no non-conforming product from this lot exists in house or in the field. Cook also reviewed product labeling. The IFU supplied with the device states the following in consideration of the reported failure mode: "warnings -if resistance is encountered during advancement of flexor sheath, assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal. -reinsertion of dilator prior to removal of flexor sheath increases the strength of the sheath and lessens the risk of device separation. If resistance is anticipated or encountered during withdrawal of flexor sheath, consider carefully reinserting the dilator prior to continuing removal." Based on the device history record, device master record, design history file review, and the device failure analysis, there is no indication the complaint device was manufactured out of specification. Based on the available information, device return, and the results of the investigation, it was determined the cause of this event is component failure. The user noted that the hub separated during advancement into the patient. It is possible that there were difficulties placing the sheath into the patient anatomy, but this could not be confirmed without additional information. There is no evidence of manufacturing deficiency. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Customer person: phone: phone: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a (B)(6) male patient required a rosch-uchida transjugular liver access set for a transjugular intrahepatic portosystemic shunt (tips). Access to the target site was gained via the right internal jugular vein. When the operator advanced the flexor sheath into the patient, the sheath separated, detaching the check-flo hub. The device was removed and the procedure was completed with a like device. No anatomic difficulties to the access site were noted. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.